Event description:
It was reported that a pt on veno venous extra-corporeal life support had a temperature of 107 degrees, 17.2 hgb, oxygenator flow rates of 4.8 1pm, an inlet o2 flow of 35 mm/hg and post o2 flow of 69 mm/hg after 4 hrs of use. The clinician was concerned the oxygenator was not exchanging gas adequately, so the oxygenator was replaced. No pt effect was reported. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device, maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The sample has not been returned to the MFR for eval. A supplemental medwatch will be submitted if add'l info becomes available.